Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 13f18f0580. Initial MDR submitted on (B)(6) 2018 and (B)(6) 2018, under MDR# 3003737899-2018-00180. The submissions failed with FDA error message of "manufacturer number is not valid". This MDR re-submitted using a different manufacturer ((B)(4)).

Event description:
The customer reports: introducer needle was placed into the pt. Vessel, when the clinician attempted to thread the 45cm wire into the needle it would not pass through the tip of the needle. The clinician dropped another guide wire and was able to complete the procedure without incident. Upon closer examination of the complaint wire it was discovered to have a "burr" about 1 cm back from the distal floppy tip.

Manufacturer narrative:
(B)(4). The customer returned a guide wire for evaluation. The guide wire was returned with the tubing; however, the j-straightener was not included. The introducer needle was not returned. The guide wire was visually inspected. A slight bend was noted near the distal tip of the guide wire. Microscopic examination revealed signs of use in the form of biological material on the guide wire body and the guide wire tubing. No other anomalies or defects were observed. Visual inspection could not be performed on the needle as it was not returned by the customer. The customer described a "burr" about 1cm from the distal end of the guide wire. A slight bend was located .5cm from the distal tip. The length of the guide wire measured 80cm, which is within the specification limits of 78.75cm-81.25cm per spring wire guide graphic. The outer diameter of the guide wire measured .0175", which is within the specification limits of .0170"-.0185" per spring wire guide graphic. A functional test was performed by advancing the guide wire through a lab inventory 21ga introducer needle. The guide wire failed to pass through the needle. Further analysis revealed that the biological material was preventing the guide wire from passing. The biological material was removed and the guide wire was advanced a second time. Minimal resistance was observed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit warns the user, "do not withdraw guidewire against needle bevel to reduce the risk of possible severing or damaging of guidewire." The report that the guide wire had a slight bend near the distal tip was confirmed through complaint investigation. The returned sample was functionally tested two times by inserting the guide wire through a lab inventory introducer needle. The guide wire was able to pass the second test after the dried biological material was removed from the surface. The returned guide wire met all relevant dimensional requirements and a device history record review based on sales history did not identify any manufacturing related issues. Based on the customer description and the returned sample, the probable cause could not be determined as the introducer needle was not provided for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: introducer needle was placed into the pt. Vessel, when the clinician attempted to thread the 45cm wire into the needle it would not pass through the tip of the needle. The clinician dropped another guide wire and was able to complete the procedure without incident. Upon closer examination of the complaint wire it was discovered to have a "burr" about 1 cm back from the distal floppy tip.